Event description:
It was reported that the system checkout failed in the pressure transducer test. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) replaced the pressure transducer pcb was faulty. It was replaced which solved the issue. A complete set of device logs was received and confirmed the reported issue. The returned inspiratory pressure transducer pcb has been tested and showed drifting in gain value outside defined intervals. The cause of this anomaly has not been identified. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by inspiratory pressure transducer pcb, the root cause of the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).